Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, the patient presented with complaints of lumbar stenosis and degenerative spondylolisthesis. The patient underwent the following procedures: posterior lumbar interbody fusion l3-l4. Posterolateral fusion l3-l4. Posterolateral fusion l4-l5. Laminectomy l3 above and beyond what would normally be required to perform a decompression. This included a complete facetectomy on the left side at l3-l4. Laminectomy l4-l5. Posterior segmental instrumentation l3, l4, l5. Insertion of vu lpod interbody prosthesis. Insertion of morsellized allograft and autograft for spinal fusion. Per op notes: the interspace was sized for the appropriate sized prosthesis. The prosthesis was then inserted. This was an lpod prosthesis, and the surgeons packed a small portion of bone morphogenic protein sponge anterior in the disk space. A large bone morphogenic protein sponge was then divided and wrapped around bone graft matrix bricks and placed in the posterolateral gutters to complete our fusion bilaterally.